Manufacturer narrative:
(B)(4). No part is being returned. See MDR #:1219856-2017-00076/(B)(4) for related complaint.

Event description:
It was reported via a hotline call. The registered nurse (rn) was calling the clinical support specialist (css) for assistance in troubleshooting persistent helium loss alarms. The patient was admitted to the intensive care unit from the or (operating room). The patient was in the cath lab. During the procedure in the lab, the patient arrested. The intra-aortic balloon pump (iabp) catheter was inserted via the right femoral artery and the patient was sent to the operating room. The alarms were reportedly occurring in the operating room and the console was switched for a second pump. There was no reported patient death. The patient outcome was unchanged during call. Issue resolved: iab removed. Length of time in use prior to event: <12 hours.

Manufacturer narrative:
Qn#(B)(4). No part is being returned. Teleflex did not receive the device for analysis therefore the reported complaint of "possible helium loss 3 (2)" cannot be confirmed. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The complaint will be monitored for any developing trends. Other remarks: see MDR #:1219856-2017-00076/tc #: (B)(4) for related complaint.

Event description:
It was reported via a hotline call. The registered nurse (rn) was calling the clinical support specialist (css) for assistance in troubleshooting persistent helium loss alarms. The patient was admitted to the intensive care unit from the or (operating room). The patient was in the cath lab. During the procedure in the lab, the patient arrested. The intra-aortic balloon pump (iabp) catheter was inserted via the right femoral artery and the patient was sent to the or. The alarms were reportedly occurring in the or and the console was switched for a second pump. There was no reported patient death. The patient outcome was unchanged during call. Issue resolved: iab removed. Length of time in use prior to event: <12 hours.